Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: alleged issue: customer says the balloon goes up one side but not the other. The balloon did not inflate completely and because of this , the catheter leaks out. Patient current condition is fine. Reference MDR#1044475-2011-00063.